Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2009. According to the complainant, the procedure was being performed for ligation of a varices in the esophagus of the patent. During the procedure, the rubber cap that houses the trip wire was turned around backwards, which allowed for air to enter the biopsy channel. The trip wire ran under the metal bar on the handle assembly. When they were in a tactile position, the tension on the trip wire was pulling down on the rubber cap on the handle assembly, which caused them to lose suction, making it difficult to suck the vein up into the ligator head. The physician was able to place three bands successfully and decided this was enough to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Trip wire not in proper position. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).